Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 0.15 mg/day) from an implanted pump. The indication for use was non-malignant pain. The patient's medical history included back surgery, obstructive sleep apnea, sleep apnea, coronary artery disease, and breast cancer. The patient was taking multiple concomitant medications at the time of the event. On (B)(6) 2016 it was reported that during an explant procedure on (B)(6) 2016 the hcp found the pump segment of the catheter to be completely separated/sliced next to the pump connector. No patient symptoms were reported and at the time of the report the patient was alive with no injury. Additional information was reported by the hcp on 2016-05-16. The patient had experienced fluid collection around the pump from (B)(6) 2016 due to the catheter issue. The diagnostics performed included drainage twice and a culture was done with no growth. The cause of the catheter issue was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.